Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified higher scan on the sensor when compared to a capillary result obtained from a built-in meter. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with healthcare professional who obtained a blood glucose reading of 4.8 mmol/l in comparison to sensor scan of 8.5 mmol/l and administered 2 doses of glucose for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.